Manufacturer narrative:
Correction:h2 correction: b5- in the initial medwatch report, which sun med holdings llc. Submitted to the FDA, on 16sep2024, h2 was incorrectly selected and noted as being the summarization of 5 reported incidents. However, based on the follow-up information provided by the reporter, the exact number of incidents is unknown and will therefore; be selected as 3 incidents. Refer to 2028807-2024-00045 for the second report . Refer to 2028807-2024-00046 for the third report . The actual complaint product was not available for return; however, the reporter provided a photograph of the alleged device. Based on the provided photograph, the event was confirmed as reported, the blue tubing connector fell off; however, without a sample to perform functional evaluation the root cause cannot be determined. The device history record for lot 475659 was reviewed and the product was produced according to product specifications. All information reasonably known as of 19 sep 2024 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by sun med holdings llc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to sun med holdings llc. Sun med holdings llc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the sun med holdings complaint database and identified as complaint complaint(B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an sun med holdings llc. Product is defective or caused serious injury.

Event description:
Sunmed holdings llc. Received a single report that referenced three different incidences, which were associated with separate units, involving three different patients. This is the first of three reports. Refer to 2028807-2024-00045 for the second report . Refer to 2028807-2024-00046 for the third report . It was reported, the blue tubing connector fell off, during patient use; there was no reported injury..

Manufacturer narrative:
The actual complaint product was not available for return; however, the reporter provided a photograph of the alleged device. Based on the provided photograph, the event was confirmed as reported, the blue tubing connector fell off; however, without a sample to perform functional evaluation the root cause cannot be determined. The device history record for lot 475659 was reviewed and the product was produced according to product specifications. All information reasonably known as of (B)(6) 2024 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by sun med holdings llc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to sun med holdings llc. Sun med holdings llc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the sun med holdings complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an sun med holdings llc. Product is defective or caused serious injury.

Event description:
Sunmed holdings llc. Received a single report that referenced five different incidences, which were associated with separate units, involving five different patients. As no specific patient or procedure identifying information was provided, this report will document the five incidents. It was reported, the blue tubing connector fell off; there was no reported injury.